Manufacturer narrative:
Correction: the initial MDR submitted on september 29, 2016 was filed inadvertently. No serious injury has occurred. (B)(4).

Manufacturer narrative:
This report is filed on september 29, 2016. Registration number 3009092818. Exemption number e2106011. H3 other text : implanted device remains.

Event description:
Per the clinic, the patient experienced recurrent infections at abutment site. The implanted device remains. Clinical management is ongoing.